Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis: the device was returned and analyzed. Analysis of the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant product: model #1058t competitor implantable pacing lead, implant date (B)(6) 2010, model #507652 implantable pacing lead, implant date (B)(6) 2010; model #694765 implantable tachy lead, implant date (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.